Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced poor vision at all distances despite good refractive outcome. The iol was exchanged in a secondary procedure. The clinical reason for explant is patient is unhappy and unsatisfied with vision post surgery. Additional information received and stated, the patient unable to see well with the implant. There was no patient harm reported.

Manufacturer narrative:
The lens was returned adhered to a non-company blister pack. Blood and solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicate the use of a qualified cartridge and handpiece. The viscoelastic indicated is not qualified. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company lens 18.5 diopter, (1.5 extended depth of focus) was exchanged for a non- company (non-extended depth of focus) monofocal iol (+19.0). Due to the exchange of an extended depth of focus lens to a non-extended depth of focus lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).